Manufacturer narrative:
Device history record: batch record file number 23l31g8671 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No similar complaint was reported on the (B)(4) units released in 11/2023. Summary of investigations: no device was returned preventing a thorough investigation. No pictures/videos of the complaint sample/observed defect were transmitted. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: without the involved sample, conclusive pictures/videos of the defect, no root cause can be identified. Conclusion: no thorough investigation can be performed without the concerned sample/conclusive picture-video, preventing the determination of the root cause of the met defect. In the future, please retain the sample so that a complete investigation can be carried out. If a new conclusive element become available, the complaint will be reopened for further evaluation. This type of incident is very rare (<0.001%). No actions plan is foreseen at this time.

Event description:
After pulling out the needle, the safety system did not activate, resulting in the nurse being stabbed by the needle. Sample not available.